Event description:
It was reported when using the bd vacutainer® serum blood collection tubes that there were red blood cells in the serum after centrifugation resulting in poor serum; inadequate separation of the sample. There was no report of impact on the patient or user.

Manufacturer narrative:
E.4 initial reporter addr 1: (B)(6). H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor serum(rbc's in serum) with the incident lot was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of march 2024. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, poor serum. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.